Event description:
It was reported that a user applied a new dexcom g6 continuous glucose monitor (cgm) and the ilet displayed the prior sensor code, leading to unsuccessful pairing until the user was guided to toggle cgm settings and reenter the four-digit pairing code and transmitter serial number, with education provided that pairing could take up to 15¿30 minutes. No reported symptoms. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that guidance to confirm cgm configuration and reenter pairing credentials was provided, and the user was advised to call back if pairing did not complete. It was concluded that the event involved pairing failure without clinical impact, with responsibility of the specific device not identified.